Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a robotic laparoscopic anterior resection for endometriosis procedure, after the stapler was fired and air leak test was performed and the donuts were inspected. It was also reported that the surgical procedure was extended for more than 30 minutes. It was reported that there were no air leaked and the donuts looked good. 4 days after the surgery the anastomosis dehiscence. There was a tissue loss and tissue damaged due to the reported event. Patient has undergone a procedure to create diverting ileostomy and another to repair a pelvic abscess that eroded into the bladder and vagina. The patient spent 25 days in the hospital before being released.